Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 463 mg/dl at the time of the incident. The customer went to bed on (B)(6) 2017 with levels of 63 mg/dl and when they looked at their pump the next morning, the pump battery was getting depleted and they did not receive an alert. The customer woke up severely sick and had diabetic ketoacidosis. The customer's levels went up to 500 mg/dl and they used the pump to treat the high. The customer was given intravenous anti nausea medication to treat. The customer experienced symptoms such as vomiting and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also had an alarm that indicated an unexpected restart had occurred, and also had a blank display. The insulin pump will not be returned for analysis.